Event description:
Infant patient delivery where patient required intubation. The endotracheal tube was prepared and the nurse noted that it was extremely difficult to adjust the stop lock on the stylet to the appropriate position. She could not get it to move up the stylet. She ultimately used another surface to force the stop-lock to a different position. It was noted that once the stop-lock was moved, it then moved freely; it was the initial move that she was unable to adjust. This has been noted to occur with all stylets that have been used. Then, once the infant was intubated, the nurse attempted to withdraw the stylet, removing the stop-lock from the endotracheal tube. The stop-lock was sticking and the infant ended up inadvertently being extubated. The patient then had to be reintubated.